Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v525417, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A poor communication screen was reported on patient programmer (pp). Unplug antenna place pp directly over implantable neurostimulator (ins), on skin, sync but did not resolve the issue. The patient programmer would not do telemetry with or without antenna. The patient experienced return of symptom and frequency. The change in therapy/symptom was reported as sudden. The patient has not had any falls, accidents or traumas. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.